Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support of impella cp the patient with possible gastrointestinal (gi) bleed heparin on hold for the moment gi consult on bumex drip good response to diuretics -1.6l this am. No further weaning of impella until gi bleed resolved starting on protonix. The patient was successfully weaned and survived.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history review: the device passed all post sterile inspection checks.